Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast and up key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. The contrast key was unresponsive and the up, down and ok buttons responded appropriately. Evaluation revealed that there was contamination under the contrast and up key contacts.